Event description:
The reporter stated the surgeon inserted the aq2010v three piece silicone lens and the patient's capsule tore. The lens was removed, a vitrectomy was performed and another type of lens was implanted. The reporter stated the incident was the result of the pre-existing condition of the patient's eye and not related to the lens.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) -capsular bag tear, posterior, vitrectomy. No allegation against the device. Evaluation results: visual inspection of the returned lens showed evidence of a clear surgical residue, however, there was no visible damage to the lens. (B)(4).